Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: dec. 20, 2021. Section h3. Device returned to manufacturer? Yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics. The lens was cleaned, and presented with a damaged haptic that also had a detached portion. The complaint issue could be confirmed; however, this may be attributed to handling during loading, and cannot be confirmed to be related to a manufacturing issue. Therefore, no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age, weight, ethnicity: unknown/ not provided. If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted hence not explanted. The device is not received by the account; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) had haptic bent during loading. But it was was noted upon insertion. There was patient contact. The lens was not inserted. The back-up lens was used. It was learned that there was no incision enlargement, no vitrectomy, no sutures done the patient is fine post-op and it was unknown if product will be returned. No other information was provided.